Event description:
The pt's scs system consisted of an ipg and two percutaneous leads. It was reported that his ipg had previously been explanted due to an infection at the ipg site; however, his leads remained implanted. At the procedure to replace the pt's ipg on (B)(6) 2010, the physician elected to replace the leads. The explanted leads were discarded. F/u on the pt found that he is recovering well with no new issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.